Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with in-house clinical hcg negative urine samples and all hcg results were negative at read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided and with out patient specimen in-house analysis.

Event description:
The customer reported false positive on the hcg test results with 2 patients using serum samples with no abnormalities noted. Unknown tests completed for confirmatory testing which had negative results. Although requested, no further information has been received. Troubleshooting occurred with a discussion of the possible causes for unexpected results focusing on proper technique, sample collection and potential interferences.